Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device will not boot up and shows red "x" there was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
The customer was given part number and pricing for a replacement processor pca and was informed that there is a global ship hold. The device remains at the customer site.